Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and moderately calcified lesion in the proximal left anterior descending artery (plad). An unspecified stent was deployed. The 2.75 x 15mm nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation however resistance with the calcified lesion was felt. The balloon of the bdc could not be inflated as a rupture occurred during delivery. Resistance with another unspecified device was felt during removal. Another unspecified balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The balloon was attempted to be inflated however the pressure would not increase at all. During removal, resistance was met with the guiding catheter. A non-abbott balloon catheter was used to complete the procedure. No additional information was provided.